Manufacturer narrative:
Per the user guide: always confirm that the decimal point placement is correct when entering your personal profile information. Incorrect decimal point placement can prevent you from getting the proper insulin amount that your healthcare provider has prescribed for you. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently entered a basal rate of 8 units/hour instead of 0.8 units/hour. Blood glucose was 22 mg/dl. Customer¿s spouse assisted the customer by disconnecting from the infusion set. Glucose tablets were consumed to address bg. Recommendation was made for the customer to discuss the event with a healthcare provider.